Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm. However, the insulin pump passed operating current, a21 error test, displacement test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed compromised force sensor and experienced high blood glucose. The customer's blood glucose ranged between 351mg/dl and 531mg/dl. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.